Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR for batch 23g29gee31, there was no defect encountered during in process and at final control inspection. No sample and no picture was received for further investigation. Investigation results: final control flow rate report of affected batch 23g29gee31 was reviewed. The average flow rate deviation from the nominal flow rate was between -3.50% and 4.35%. All samples were within specification of ±15%. As no complaint sample and relevant picture was received, further investigation was not possible. There are some possibilities that can cause the sample to empty faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2 ml/hr to 2.36 ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: as no complaint sample was received, further investigation was not possible. Therefore, this complaint is considered as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: infusion planned over 96 hours. According to the report, the pump was almost empty more than 24 hours before.